Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager had failed constantly. A field service engineer (fse) cleaned and lubricated the latch microswitch contacts and identified misalignment between the remote manager and the hasp. The remote manager and hasp were realigned to restore proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator experienced a failure and could not be recovered. During recovery attempts, the refrigerator lock did not unlock consistently, although the system appeared to function as if it had unlocked. Additionally, an alarm sounded related to the thermometer, despite the temperature reading being within the normal range. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.